Event description:
This is the second of two reports involving a cc1p1 catheter from the same facility. The event was described as follows; the second catheter - did not stop working but the values were not accurate compared to the physiological values- a difference of more than 200mmhg than room air. The second catheter was removed but was not replaced.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.